Event description:
It was reported that during an initial total knee arthroplasty, an incompatible articular surface was implanted. The surgeon realized the incompatibility after cementation of the femoral component and tibial tray however opted to complete the operation with the medial congruent bearing. The patient has not experienced any impact or adverse events as a result of the incompatibility and no additional medical intervention is planned.

Manufacturer narrative:
(B)(4). D10: medical product: femur cemented cruciate retaining (cr) narrow left size 6: catalog# 42502006001, lot# 66242598; tibia cemented 5 degree stemmed left size b: catalog# 42532006101, lot # 66420453. G2: foreign: japan the product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible: articular surface medial congruent (mc) left 10 mm height and femur cemented cruciate retaining (cr) narrow left size 6. Investigation results concluded that the reported event was due to off label use. The articular surface was used in conjunction with a femoral component that has not been confirmed to be approved/cleared for use and is not a legally-marketed combination. Details regarding compatible sizes are provided in the surgical technique. A summary of the investigation was not sent to the complainant as it was reported that the surgeon was aware of the incompatibility. Reported event was confirmed by review of device compatibility. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.